Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms. The physician increased the lead impedance alert threshold to greater than 2,500 ohms. This lead remains in service. No adverse patient effects were reported.